Event description:
It is reported that the drill bits are not drilling into the bone very easily. The drill bits will spin on top of the bone for awhile before actually breaking through cortical bone. It is alleged that this may be causing necrosis in those areas.

Manufacturer narrative:
Information was received from a distributor who is not required to complete form 3500a. This report will be amended when our investigation is complete.